Event description:
Implant cracked during acl surgery in the last turn. Doctor felt he had the desired fixation at that point when implant cracked. Bone tap was used, but it is unsure if the drill hole was fully tapped. Patient is fine. Implant was not replaced.

Manufacturer narrative:
Mechanical lot release test values of lot s0002547 are in the normal acceptable level. In the IFU of the martryx femoral screw, it is stated that femoral tunnel should be prepared in the normal fashion and that the opening of the femoral tunnel should be dilated with a cannulated dilator and then tapped using the 7.3mm matryx interference screwtap. If the bone tunnel is not tapped all the way to the bottom, there is a risk that insertion friction may increase to too high level and cause the breakage of the screw.